Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device was stuck on the wire. A 2.4 mm jetstream® xc atherectomy catheter was selected for a left lower extremity angiogram with arthrectomy procedure. During the procedure, while inside the patient, the physician tried to rex the device. The wire was being pulled back into the device, but was not coming out of the back of the device. The wire was stuck inside the jetstream. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the guidewire used was a .014/300 cm thruway wire. The wire was also removed from the patient and a new one was opened.